Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer may have a cold. It was stated that the md could not determine the cause of the event. The programming and histories were accurate. Troubleshooting was done and the pump passed the testing. It was noted that the customer was educated on following the two hbg rule and the correct set change technique.